Manufacturer narrative:
Additional information: additional information was received indicating that the patient could not tolerate the halo and glare from the lens; therefore, the doctor explanted the lens. It was indicated the lens was lost and will not be available for investigation. There was no patient injury reported and the patient was doing good. Based on the additional information received, the following fields have been updated: outcomes attributed to adverse event: required intervention. If explanted; give date: (B)(6) 2017. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Intraocular lenses (iol) implanted in both eyes. Since then, the patient can¿t read/see print and is unable to drive due to glare. The patient is seeing rings on the iols. She said that her symptoms significantly interfere with her daily activities. The patient stated that the doctor plans to remove the left lens at a future date. Follow up with the doctor's office reported they are still reviewing and said that they are still thinking about going through explanting os (left lens) or not anymore. No additional information was provided to abbott medical optics. Note: 2 MDR¿s will be submitted, one for each eye. This report documents the events associated with the left eye.